Manufacturer narrative:
(B)(4). Eval results: mi, death.

Event description:
Two endeavor sprint rx drug-eluting stents (MFR# 2953200-2011-00132) were implanted to the prox lad during the index procedure. Post procedure residual stenosis was 0% with timi 3 flow. Pt was discharged the day after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at 30 day, 6 month, 1 year and 1.5 year follow-ups. Approximately 19 months after the index procedure, it is reported that the pt had a heart attack at home and died on arrival at the hospital. The location of the infarction is unk so it is unk if the target lesion was involved, there was no evidence of stent thrombosis. In the investigators opinion, the events were not related to the study procedure, it is not assessed whether the events were related to the study stents.